Manufacturer narrative:
Occupation was lay user/patient. Na.

Event description:
The customer complained about discrepant inr results between meter coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, the customer result was 6.1 inr. Customer had a lab test done within 7 hours and the result was 3.5 inr. The customer did not know the lot number of the strips as they had already discarded the strip vial. The customer's therapeutic range is 3.0-3.5 inr. Customer does not have any issues with hematocrit and does not have antiphospholipid antibodies. Customer is not on heparin or direct thrombin inhibitors. The customer has not had any new illnesses, new medications or diet changes. The customer's current condition is fine. There was no allegation of an adverse event. Retention test strips (297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field- correction/removal report no.